Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least eight applications were performed with balloon catheter 2af284 with lot number 55237 without any issue on the date of the event. A clinical issue (phrenic nerve palsy) was encountered during the case but it recovered. There is no indication of relation of adverse event to the performance of the cryo device. There was no product issue reported, however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was aborted and the patient was under general anesthesia. The pnp recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.